Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the site of the station need to be added in logmein (lmi). A technical support specialist remoted into the machine via remote support service (rss) as it could not be located in lmi. Upon opening the lmi control panel, a network connection error was observed. Further testing through the lmi website confirmed that lmi connectivity was being blocked. The user was informed to forward the lmi system requirements to the facility information technology team to review network configurations and ensure lmi access is permitted. Later customer confirmed for case closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, site of the station needs to be added in logmein (lmi). The user faced issue while dispensing medication to patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.